Manufacturer narrative:
Device evaluation : one level one device was received for investigation in fair condition with pressure chambers. Powered on device and it did not alarm. Next, the back panel was removed for further investigation. All components were visually inspected and no damage was found. Also, eight-hour run tests with different disposables were performed and the device still did not alarm. Could not confirm the customer reported reason. The measured temperature at 41.7 degrees was also found to be within tolerance. Device passed all functional and electrical tests. Based on the evaluation, the complaint was not confirmed. No problem was found with the returned device.

Event description:
Information was received indicating that the air detector clamp alarm occurred to a smiths medical level 1® h-1200 fast flow fluid warmer. There were no reported adverse effects.